Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, there was no issue with loading the load to the stapler but stapler handle was not able to be squeezed and the green button could not be pressed. The loading unit is replaced in order to continue the procedure. There was no patient injury.